Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: an 80-year-old patient with a thoracic aortic aneurysm underwent a tevar (thoracic endovascular aortic repair), where 2 zta devices were used. A zta-p-30-109 was successfully implanted in zone 4. When the physician attempted to advance the second device a zta-p-40-36-217-w1 (complaint device), he experienced a strong resistance at the level of eia (external iliac artery) and stopped to advance. The patient´s anatomy was reported to be with strong tortuosity, but with no calcification or thrombus. The access vessel diameter was reported to be 8mm. No additional procedures have been performed. The patient did not experience any adverse effects. No product was returned an no imaging was provided. IFU states: "exercise particular care to potential advancement difficulties in cases with stenosis, thrombosis, calcification, bending and tortuosity exists in the access vessel route [otherwise vessel injury etc. May occur]." Review of the device history record gave no indication of the device being produced out of specification. Based on the provided formation it has not been possible to establish the cause of the reported event. However, strong tortuosity could possibly contribute to the advancement difficulties. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient's anatomy was suitable for the procedure. Due to the patient's advanced age, the physician opted for a stent graft procedure rather than a surgical procedure. It was judged that there were no particular obstacles to the procedure. After placing zta-p-30-109 (e4101825) at zone 4 with the right approach, the physician attempted to place the reported zta-p-40-36-217-w1 (e3883428) at zone1 with the right approach as the second stent graft. The physician confirmed that the diameter of the access and the outer diameter of the delivery system were almost the same. Judging from the absence of calcification, delivery of the reported device was deemed possible, so the procedure was performed. However, delivery of the device was cancelled due to strong resistance. (The case was scheduled in a hurry, and a preliminary meeting was held with the sales representative, but he was not present on the procedure) the procedure was discontinued, and the reported zta-pt-40-36-217 that could not pass through was discarded due to the patient's (B)(6). No additional procedures have been performed. Patient outcome: no adverse events to the patient were reported. The patient has recovered.

Event description:
Description of event according to initial reporter: the patient's anatomy was suitable for the procedure. Due to the patient's advanced age, the physician opted for a stent graft procedure rather than a surgical procedure. It was judged that there were no particular obstacles to the procedure. After placing zta-p-30-109 (e4101825) at zone 4 with the right approach, the physician attempted to place the reported zta-p-40-36-217-w1 (e3883428) at zone1 with the right approach as the second stent graft. The physician confirmed that the diameter of the access and the outer diameter of the delivery system were almost the same. Judging from the absence of calcification, delivery of the reported device was deemed possible, so the procedure was performed. However, delivery of the device was cancelled due to strong resistance. (The case was scheduled in a hurry, and a preliminary meeting was held with the sales representative, but he was not present on the procedure) the procedure was discontinued, and the reported zta-pt-40-36-217 that could not pass through was discarded due to the patient's hepatitis c virus (hcv). No additional procedures have been performed. Patient outcome: no adverse events to the patient were reported. The patient has recovered.

Manufacturer narrative:
Manufacturer ref#(B)(4). Similar to device marketed under PMA/510(k): p140016 investigation is still in progress.